Manufacturer narrative:
Section h10: (h3) the engineering evaluation noted that event reported was likely the result of either the patient¿s anatomy, tibial tray trial positioning, or a combination of the two.

Event description:
During pinning the right tibial tray trial to the tibia using the posterior pin holes, the medial pin caused a fracture of the medial tibial cortex. A small chip of bone broke off. Repair of the bone was not performed as the fracture was not large enough to repair. No delay was reported. Patient outcome was good. Patient was stable, the x-rays look good, and the surgeon doesn¿t expect any negative clinical outcome. Devices are not being returned.

Manufacturer narrative:
Reportable event: pending evaluation.

Event description:
During pinning the tibial tray trial to the tibia using the posterior pin holes, the medial pin caused a fracture of the medial tibial cortex. A small chip of bone broke off. Repair of the bone was not performed as the fracture was not large enough to repair. No delay was reported .